Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain and discomfort at ipg site. Physician believes the patient twisted the ipg which caused it to protrude. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was revised and relocated to the right flank. No product was explanted or implanted. Therapy was restored post-op.